Event description:
It was reported that the patient passed away due to an intracranial hemorrhage. The heartmate 2 device was not explanted. It was unknown if an autopsy was performed. The outcome being device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had experienced a fall at home on (B)(6) 2022 and the patient's family member noted neurological changes on (B)(6) 2022. On (B)(6) 2022 a head computed tomography (CT) scan was obtained that showed acute multicompartmental intracranial hemorrhage. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported intracranial hemorrhage due to a fall could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management of this document section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.